Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3740sp double loaded knotless knee fibertak forked tip broke off during insertion. The broken fragments were removed. This was discovered during a lateral extra-articular tenodesis procedure on (B)(6) 2024. Additional information received on 12/4/2024: the sales representative has confirmed that the broken fragments of the prongs were not removed. The case was completed using another ar-3740sp double loaded knotless knee fibertak. There was no delayed in the surgery and no additional anesthesia was needed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.